Event description:
The hcp reported, the pt's intrathecal drug delivery pump was explanted and replaced after 57 months implant duration due to underinfusion and suspected rotor stall. The pt had been experiencing increased pain for some time. At the pt's last refill, 17 ml of drug were withdrawn from the pump when the estimated volume was 1 ml. The drug used in the pump is morphine (no concentration or dose reported). The device was explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is complete.